Event description:
The customer reported difficulty in performing demand mode pacing on a pt.

Manufacturer narrative:
The customer reported difficulty in performing demand mode pacing on a pt. In 2009, the customer reported that this event was due to a use issue, where ECG leads were not connected to the pt. The hospital staff has been retrained, and no further support was needed concerning this issue. We will consider this a use issue, not a malfunction.